Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation of the returned device and legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of foreign material, which was described like a white powder was confirmed. The device evaluation found residual liquid or foreign material come out of channel-tube. Residual liquid or foreign material coming out of scope-cylinder. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Bending section rubber has a scratch. Adhesive on bending section-rubber has a chip. Suction cylinder is shaved. The connecting tube has a dent, scratch and is discolored. Scope cover unit has a scratch. Protector of universal cord on scope-connector side has a scratch. Universal cord has a wrinkle and scratch. Grip has a scratch. Scope connector has a scratch. Scope cover has a scratch. Switch box has a scratch. Up/down knob has a corrosion. Lock engagement lever has a scratch . Scope cylinder is shaved. Lock engagement knob has a scratch. Up/down and right/left knob had a scratch. Control unit has a scratch. Control unit has discoloration. Due to wear of angle wire, the play of up/down knob is out of the standard value. Foreign matter questionnaire found the following- the device was cleaned, disinfected, and sterilized the product before sent it to olympus. Unknown what was the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). Scope was aspirated with water through the instrument/suction channel. No abnormalities in the accessories used for reprocessing the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel was brushed. A review of the device history record (DHR) found adjustment of insufficient angulation of insertion section bending tube. The subject device did not have non-conformity with manufacture. The DHR confirmed that the subject device was shipped in accordance with the specifications.  The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position.  Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the: loaner evis lucera elite gastrointestinal videoscope was exiting foreign material from the auxiliary water channel, found at reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.